Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. The patient stated that his upper back was fine but reported he sometime he still got pain. The patient noted that the pain was normal. Patient stated the patient had been going on for 7 years. The patient stated he took medication that dropped his pain down to a 8 previously but all of a sudden the pain was increasing. Patient stated sudden change. No further complications were reported/anticipated.